Event description:
Information was received from a patient and a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that the patient was needing an MRI for the cervical spine and right shoulder. The hcp stated that the patient said the spinal column stimulator hadn't worked for years and the ins battery was dead. The patient called the next day and stated that the ins had been dead since 2021. The patient stated that they would be getting the ins removed this year. The manufacturer's patient services specialist (pss) reviewed device function, MRI information, and MRI eligibility form with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.